Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during the preparation. The patient was transferred to another device to complete the procedure. The field service engineer (fse) checked the device onsite and confirmed that the live monitor went black. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the live monitor of mcs did not light up but no issues with the power and signal cables and discovered a faulty cable connection with the ippc, which caused the problem. To resolve the issue, the fse reconnected the video cable behind the ippc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system live monitor had a black screen. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.